Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "between (B)(6)and (B)(6)2023 lost consciousness". The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the abbott diabetes care (adc) device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced a loss of consciousness on "between (B)(6)2023 and (B)(6)2023"and was unable to self-treat. Customer had contact with a healthcare professional and was hospitalized on (B)(6)2023-(B)(6)2023, where a blood glucose reading was obtained of 2.9-6.0 mmol/l on an hcp meter. Hcp provided cdk and high blood pressure medication as treatment for the diagnosis of hypoglycemia. Hospitalization was reported on (B)(6)2023-(B)(6)2023, however, there is no information that indicates it is related to adc product issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. Sensor (B)(6)has been returned and investigated. No physical damage observed on sensor patch. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted

Event description:
It was reported that the abbott diabetes care (adc) device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced a loss of consciousness on "between (B)(6)2023 and (B)(6)2023"and was unable to self-treat. Customer had contact with a healthcare professional and was hospitalized on (B)(6)2023-(B)(6)2023, where a blood glucose reading was obtained of 2.9-6.0 mmol/l on an hcp meter. Hcp provided cdk and high blood pressure medication as treatment for the diagnosis of hypoglycemia. Hospitalization was reported on (B)(6)2023-(B)(6)2023, however, there is no information that indicates it is related to adc product issue. There was no report of death or permanent injury associated with this event.